Manufacturer narrative:
(B)(4). A carefusion field service representative (fsr) went onsite to evaluate the device. The fsr determined that the main board needed to be replaced to resolve the vent inoperable issue. The fsr replaced the main board and ran the operational verification procedure (ovp). The device passed all testing and was returned to the customer operating to manufacturer specifications.

Event description:
The customer reported that their vela ventilator alarmed vent inop (ventilator inoperable) and could not be resolved. The customer reported that there was no patient involvement.